Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. (B)(6). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal -blockage. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the minimed quick set infusion set product family and the assigned malfunction. The investigation included an eqms search, assessment of complaint trends, and review of relevant risk management files. The assessment of complaint data for the applicable product family identified an elevated trend for the assigned malfunction. Therefore, a corrective and preventive action CAPA 2537277 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. Creative and preventive action (CAPA): based on the investigation, a corrective and preventive action CAPA 2537277 was initiated to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No additional actions are required at the individual complaint level at this time. The complaint record will be closed and continue to be monitored through routine tracking and trending per work instructions (monthly trips and alerts). Complaint investigation - conclusion: due to the absence of a lot number and returned product, the investigation was limited to a high level review of the minimed quick set infusion set product family, including an eqms search, complaint trending, and review of applicable risk management documentation. Complaint trending for the product family indicated an elevated rate for the referenced malfunction, prompting initiation of a CAPA to further analyze the trend and implement corrective and/or preventive actions as warranted by the findings. No further action is required at the individual complaint level at this time. The record will be closed with continued monitoring through routine tracking and trending per wi (monthly trips and alerts). The record may be reassessed if additional information becomes available. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient was hospitalized due to diabetic coma event and treated with insulin drip on (B)(6) 2024.